Manufacturer narrative:
The device was returned for evaluation. The rocker arm assembly was broken and will need to be replaced. The evaluation showed that the left and right pawls were worn and needed to be replaced. The unit was received with a broken rocker assembly that also needed to be replaced. The unit was received without the pedi rocker arm or suit case. The DHR shows no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. Investigation of the returned device confirmed the reported complaint . The observed condition was likely caused by wear and tear/ improperly handling of the device. The definite root cause could not be reliably determined. Linked to mfg report number: 3004608878-2020-00393.

Event description:
A customer reported that the pin holder of the a2114 mayfield infinity xr2 skull clamp broke off. There was no known patient injury or surgery delay.